Event description:
The pt underwent implantation of two 3387-40 electrodes within the stn in 2005. The pt received antibiotic prophylaxis for 48 hrs perioperatively. Immediate postop CT showed some subdural air with optimal electrode location. The morning of postop day 2, the pt was drowsy, confused, and falling to the left side. He was noticeably bradycardic. CT showed edema and air around the right electrode. He was treated with mannitol and dexamethasone and improved over the next 36 hrs. On postop day 4, he again became drowsy and confused and was taken to the or where the right sided electrode was removed. Broad spectrum antibiotics were started. Fluid from under the skin on both sides and from the brain around the right electrode were sent for microscopy and culture. Microscopy was negative for inflammation and cultures were negative. He improved over the next 12 hrs, but was then noted to be falling to the right side and the confusion remained. CT image showed the same process around the left electrode too. He was returned to the or and the left electrode and the remainder of the implanted system, including the ipg, were removed. The pt has made a slow and steady improvement. Antibiotics and mannitol have been stopped and dexamethasone was increased. He has not developed fever, leucocytosis or features of meningeal irritation. He has occasional moments of confusion and return of parkinsonian symptoms. Subsequent info reported by the hcp in january 2007 shows the pt eventually made a complete recovery; allergy tests were negative. See MFR report number 2182207200501635.